Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-5830-01, (B)(4)); smartablate generator (model# m-4900-07,(B)(4)); smartablate pump (model# m-4900-08, (B)(4)); lasso catheter (model# d-1343-01-s, lot# 17267377l); soundstar catheter (model# m-5723-17, (B)(4)). (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required pericardiocentesis. It was noted there was a small effusion present pre-ablation. A pericardial effusion enlargement was discovered post ablation during the routine post-ablation intracardiac echocardiogram. The effusion was larger and more pronounced than the pre-ablation effusion. The patient was asymptomatic. A pericardiocentesis was performed in which 350cc of fluid was drained. The patient remained stable throughout the procedure and intervention. Additional information was received on the event. A transseptal puncture was performed using a non- biosense webster inc. (Bwi) needle. The patient received anticoagulation during the procedure which was maintained between 300 - 350s. The patient had improved at the time bwi followed-up with the physician. The power was not titrated during ablation. Settings during the event include: irrigation flow setting 30 ml/min / st. Jude medical 8.5f slo sheath was used. There were no error messages observed on biosense webster equipment during the procedure. The physician's opinion on the cause of this adverse event is that this is procedure related as the transseptal position was lost during the procedure. Therefore a redo of the transseptal puncture possibly lead to the increased pericardial fluid. However, the site of injury is unknown.

Manufacturer narrative:
(B)(4) it was reported that a female patient underwent an atrial fibrillation procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.